Event description:
It was reported by the patient they could not recall if the pink slide moved forward or if the cannula was visible after removal; this indicates a needle mechanism failure. The patient reported their blood glucose levels were over 250 mg/dl while wearing the pod longer than 48 hours. The pod involved during this event was reportedly discarded. There was no mention of treatment.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.